Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As rec'd, the monitor would not power on completely. Upon eval, the monitor failed the flash test with a segmentation fault, indicating a likely intermittent bga connection at flash components u102 and u105. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor.

Event description:
A us dist returned a monitor indicating that it was resetting.